Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: it was observed that the feedset tube was separated and without any glue. Glue was found on the dome near the feedset port. A lot check revealed one other similar complaint for the lot number provided. Conclusion: the leak was caused by the chamber not being inserted fully into the gluing robot during production, causing the glue to be applied at the incorrect position. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(4) reported that the water feed tube came away from the dome of an mr290 autofeed humidification chamber when the bag spike was inserted in the water bag.this happened before use on a patient.